Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the pacemaker was exposed from the pocket. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion and infection. Reportedly, the pacemaker was exposed from the pocket. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in d6a: implant date. If information is provided in the future, a supplemental report will be issued.